Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak in a cylinder. It was observed a needle in the cylinder from the previous implant procedure that caused a hole. A new ipp was implanted and there were no patient complications reported.